Event description:
Report received from abbott international affiliate (abbott-canada) which states "a patient was receiving a chemotherapy treatment (fluoricil 965 mg) via a PICC line for 22 hours times 2 day at 44ml/22hrs with an aim plus pump at home. Solution was leaking from the two filter holes on the morning of the second day of the therapy. The patient contacted the hospital resource person and was given instructions with regards to chemical contact and was advised to return to the hospital. A minimal amount of solution was lost. Therapy was completed. The IV line was discarded and a sister sample sent for analysis." Additonal informaion received states the following: the reporter called and mentioned that she did not have any patient information as this was discarded with the contaminated set. The chemo did come in contact with the patient and the patient called the nursing area and performed a skin contact procedure, which entails cleaning and washing the area of contact. The patient noticed the leak on patient's pajamas and bedding. No furhter information is available.